Event description:
Upon investigation and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Visual inspection of the returned packaging found the open end was once sealed. The device was not returned. The complaint is not confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Review of the manufacturing records found all pieces were processed to specifications. Further, the full quantity was shipped and received from the supplier. There is no evidence to support transit damage. As the open end of the packaging was once sealed, and pieces accounted for, the product was conforming when it left zimmer biomet. It is unknown and cannot be determined when and how the package became open. Due to the above investigation results of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screw bag was never sealed, therefore, there was no screw in the packaging. This was found when restock was received at hospital. Attempts have been made and additional information on the reported event is unavailable at this time.